Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of laboratory analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker device exhibited noise and oversensing on both the right atrial (ra) and right ventricular (rv) channels due to external electromagnetic interference (emi). It was noted there were four stored episodes exhibiting this emi noise all occurring on the same day at roughly the same time. The boston scientific field representative indicated they will investigate the possible source of the noise as the patient stated they were not undergoing any procedure during this time. This device remains in service. No patient symptoms or adverse patient effects were reported. Additional information was received approximately five years later that this patient subsequently passed away. The medical examiner indicated that the cause of death is pending studies and further investigation. In order to complete the investigation, the medical examiner requested from boston scientific a written report of the results of the testing of this pacemaker device. The pacemaker device was returned to boston scientific for analysis. Additional information was received that upon pacemaker device receipt at boston scientific, all stored data from the device was downloaded and a detailed data analysis was performed by boston scientific technical services (ts). The analysis indicated that on the date the patient passed away, there was a stored ventricular tachycardia (vt) episode. The onset of the vt episode showed there was sensor-driven pacing in the atrium and ventricle with a few conducted beats into the ventricle. A premature ventricular contraction (pvc) beat occurred at the moment of an atrial pace beat, which caused the device not to sense the pvc beat. This is functional undersensing. The device av delay then timed out and the device paced the ventricle. A vt arrhythmia was then initiated. Ts indicated that it is possible that the ventricular pacing occurred at the time of a vulnerable t-wave and induced the arrhythmia. Ts also indicated it is possible that the pvc itself was the onset of the vt without any interaction from the device. Ts stated that either scenario could be the explanation for the arrhythmia. There were no additional episodes stored on the date the patient passed away and all subsequent stored episodes were related to the removal of the device post-mortem.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of laboratory analysis.

Event description:
It was reported that this implantable pacemaker device exhibited noise and oversensing on both the right atrial (ra) and right ventricular (rv) channels due to external electromagnetic interference (emi). It was noted there were four stored episodes exhibiting this emi noise all occurring on the same day at roughly the same time. The boston scientific field representative indicated they will investigate the possible source of the noise as the patient stated they were not undergoing any procedure during this time. This device remains in service. No patient symptoms or adverse patient effects were reported. Additional information was received approximately five years later that this patient subsequently passed away. The medical examiner indicated that the cause of death is pending studies and further investigation. In order to complete the investigation, the medical examiner requested from boston scientific a written report of the results of the testing of this pacemaker device. The pacemaker device was returned to boston scientific for analysis. Additional information was received that upon pacemaker device receipt at boston scientific, all stored data from the device was downloaded and a detailed data analysis was performed by boston scientific technical services (ts). The analysis indicated that on the date the patient passed away, there was a stored ventricular tachycardia (vt) episode. The onset of the vt episode showed there was sensor-driven pacing in the atrium and ventricle with a few conducted beats into the ventricle. A premature ventricular contraction (pvc) beat occurred at the moment of an atrial pace beat, which caused the device not to sense the pvc beat. This is functional undersensing. The device av delay then timed out and the device paced the ventricle. A vt arrhythmia was then initiated. Ts indicated that it is possible that the ventricular pacing occurred at the time of a vulnerable t-wave and induced the arrhythmia. Ts also indicated it is possible that the pvc itself was the onset of the vt without any interaction from the device. Ts stated that either scenario could be the explanation for the arrhythmia. There were no additional episodes stored on the date the patient passed away and all subsequent stored episodes were related to the removal of the device post-mortem.